Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope plus instrument was analyzed and found to have a adjusted endoscope adapter (aea) bearing friction issue. During visual inspection, hairline cracks were also found along the button pack assembly. The distal tip on the 30 degree endoscope plus instrument was damaged and failed the transmittance test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting endoscope not rotating back fully, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used a backup endoscope. Therefore, no site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) received the endoscope for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received. A site history review was performed and found a related complaint under patient identifier (B)(6), in which the same endoscope had the similar issue on a different event date.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer stated that the endoscope would not rotate fully back to normal position after reinstalling it on the arm after cleaning. The technical service engineer (tse) uploaded error logs and noted several 22020 error on arm 2. The customer stated that the issue was resolved by installing the backup endoscope. The tse recommended checking endoscope for any resistance or grinding being felt when rotating endoscope collar. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the 30-degree endoscope flipped on its own. The surgeon would go in to rotate the endoscope up and down and when he let it go, it would flip on its own. The endoscope would go back to 180-degrees but be off centered. There was no harm to the patient. The surgeon used a second endoscope to complete the case robotically. The nurse cannot provide patient demographics.